Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va01ha5, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-jul-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said she got the ins battery removed last thursday but they left the leads in. She said, they removed the ins because it was no longer working and they didn't want the battery to corrode. Pt said they didn't remove the leads because they were so entwined. Patient said the ins worked at first and then it stopped working. She doesn't know when it stopped working and she doesn't know why it stopped working. She doesn't know if it stopped because the battery was at end of life. Patient said they put the battery in and then she never saw the healthcare provider again. Patient never got checked the battery or changed the battery. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va01ha5, implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the patient had not been seen by hcp since implant and the did not remove the device. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va01ha5, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.